Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, the patient underwent examinations in which a film was observed forming on the lens. Yag laser treatment was performed; however, there was no regression. The patient reported a slight decrease in visual acuity. Additional information has been requested, yet no new information received. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnatt3-t6) (that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.